Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). No devices were returned as they remain implanted, therefore their actual conditions cannot be described. Manufacturing documentation was reviewed and found conforming to zimmer quality procedures at the time of manufacture, with no anomalies, ncrs or deviations associated with this review. The devices were used in treatment. Partial primary operative notes were returned which were unremarkable. Discharge summary notes state that the patient dislocated on post-op day 2, but no details surrounding the conditions of this dislocation were provided. The devices were confirmed compatible. No additional complaints have been returned from the femoral head's manufacturing lot. With the information provided, a definitive root cause for the sustained dislocation cannot be stated.

Event description:
It is reported on postoperative day number two, the patient sustained a left hip dislocation. The patient was reduced under light sedation on the floor.